Event description:
It was reported that prior to biopsy procedure, it was observed that the sample chamber was exposed. There was no patient involvement.

Manufacturer narrative:
The device history records were reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed showing quality acceptance throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. This was the first complaint received for this lot number (lot size 2800) to date. This complaint sample was returned for evaluation. The device was visually inspected and no apparent defects were noted with the exception that there was a gap at the sample notch. The stylet could be moved back and forth within the stylet hub. A crack was also observed on the cannula hub. The root cause for the crack is unknown. Functional testing could not be performed as the cannula hub was cracked. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch. The complaint is confirmed, as the returned sample did exhibit a gap in the sample notch. A gap at the sample notch could affect the needle's ability to cut and obtain a sample. The investigation concluded that this condition was the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. The current IFU states: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.